Event description:
The device may be experiencing excessive battery discharge. Technical services estimated the longevity of the device based on the programmed settings, which displayed that the device has reached a low battery voltage earlier than anticipated. The pt will be seen again in three months for follow-up. The device remains implanted.